Manufacturer narrative:
Manufacturing date 06/2015. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Nonconformance (nc) was opened. The nc has been investigated and closed with no further actions required based on the information received as no root cause could be identified. Therefore, this complaint will be closed without further actions. No additional/patient information has been received to date. If additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: may 23, 2016.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated that a intensive care patient with poly-trauma and renal failure was connected to a foley catheter and the device presented discharge with sediment. Reporter stated that the device had been in use for two (2) days when sediment was noted to be attached to the walls of the sampling port, before the non-return valve, and the urine flow had become slow. A photo was also received depicting the reported complaint issue. No further details were provided.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: april 26, 2016. (B)(4).

Event description:
Reporter stated that an intensive care patient with acute pancreatitis and renal failure was connected to a foley catheter and the device. Reporter stated that the device had been in use for sixteen (16) days when sediment was noted to be collecting in the tract before the non-return valve, and the urine flow had become slow. A photo was also received depicting the reported complaint issue. No further details were provided.